Manufacturer narrative:
Conclusion: while the device was not returned for physical investigation. Hematoma and re-bleed are complications which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with manual compression. Additional pressure was successfully applied post procedure to reduce a hematoma and stop bleeding. Unable to retract black sleeve: device was not returned, therefore it cannot be determined if the device being difficult to retract was a device malfunction or use error. Based on the sequence of events described in the reported event the device did work as intended.

Event description:
The vascade device was selected for closure and inserted into the sheath. The disc was deployed temporary hemostasis was achieved and the sheath was removed. At this point, the key was inserted into the lock, and the staff attempted to retract the black sleeve, but the device pulled through when the black sleeve would not retract. The staff reverted to manual compression to achieve hemostasis. The patient was transferred to recovery and later developed a re-bleed and a hematoma. Additional pressure was held and the patient was given a blood transfusion. No further injury or complications reported.